Manufacturer narrative:
The hand switch was returned to the manufacturer for analysis. Analysis found that the reported issue of the hand switch being taped together was confirmed. The hand switch was installed in a known good system. The 2d and 3d imaging scan and store function were successful. No problem was found. Visual inspection found tape holding the two halves of the hand switch together. All four stand offs inside the switch assembly that the house the fastening screws that hold the two halves of the hand switch had broken, allowing the two halves to separate. The hand switch was physically damaged. The mobile view station (mvs) interface cable was returned to the manufacturer for analysis. Analysis found that the reported issue of the umbilical being separated out of the mvs was unable to be confirmed. Analysis found no functional problem. The mvs interface cable passed bench, communications gbit and t100 testing, as well as continuity testing. Visual inspection showed that the heat shrink on the mvs cart side of the cable was pulled out of place but there was no exposed conductive surfaces and normal wear and tear from use. The mvs interface cable was installed in a known good system and 2d and 3d imaging, charging, and communications functionalities were as expected. No problem was found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Two battery charger boards were returned to the manufacturer for analysis. Analysis found that the reported issue of the charger boards banks were out was confirmed. One board failed visual inspection due to electrical over stress on an electronic component. The other passed visual inspection, but failed bench testing due to charger d output producing 0 vdc. The led on the charger output d was out. A ticking noise could be heard when the board as powered on. Analysis found that the reported event was related to an electrical issue. The motor battery charger was returned to the manufacturer for analysis. Analysis found that the reported issue of the charger boards banks were out could not be confirmed. The motor battery charger passed visual inspection and bench testing. The motor battery charger was installed in a known good system. Motion and generator readied. Charging and communication were successful. 3d and 2d images were successful. No problem was found. (B)(4). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the charger boards, x-ray handswitch, detector louver, and uninterruptible power supply (ups) battery pack were replaced. The system functioned within specification. The louver detector and ups battery pack were discarded. The charger boards, mobile view station (mvs) interface cable, and x-ray handswitch have been received by the manufacturer, however, analysis has not been completed. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system. It was reported that the charger board banks were out, the umbilical was separating out of the mobile view station (mvs), the x-ray handswitch was taped together, the uninterruptible power supply (ups) battery needed to be replaced, and the detector louver was missing. This was found during a planned maintenance (pm). There was no patient present when this issue was identified.